Manufacturer narrative:
Clinical evaluation performed by medical affairs director few months after primary cementless thr, the patient feels a sudden pain and the stem needs to be removed. It appears from the examens performed that the possibility of an infection has not been ruled out. In fact, in the radiographic image available, a thick radiolucent area is clearly visible in the proximal-medial area of the stem, which could indicate a problem occurred during preparation or, more likely, a subsequent infection. We have no other explanation to offer for such a rapid and sudden loss of mechanical stability, which is extremely unusual if not exceptional. Preliminary investigation performed by r&d project manager. During the analysis of the photos provided it is evaluated that some blood residuals are present on the stem body. Looking at the ha coating it is visible that the ha coating is present on the proximal part of the stem, while it has been absorbed by patient bone in the distal part (even if some ha residuals are present also on the distal stem). The presence of the ha coating on the proximal part of the stem body is unexpected, meaning that the stem was not correctly osseointegrated with the patient bone (6 months of implantation). This should be the possible cause of the reported patient pain. Some scratches and signs are present on the neck part of the stem, probably due to the revision surgery. It is not possible to determine the root cause of the incorrect stem osteointegration.

Manufacturer narrative:
Batch review performed on 20 july 2021: lot 2000062: (B)(4) items manufactured and released on 05-may-2020. Expiration date: 2025-apr-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
Revision surgery 6 months after primary for stem loosening. The surgery was completed successfully.